Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure on (B)(6) 2018, the atrial lead was attempted to be implanted. Upon placement into the right atrium, the helix would not extend. Suddenly, the screw head end came out, not fixed to the endocardium. The lead was not used and another was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 53.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.